Manufacturer narrative:
Correction: e1,g2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the monitor was unreliable. The filter was deselected to avoid overestimation of sef (spectral edge frequency), but still very unstable values. Also, the dsa (density spectral array) was showed an elevated sef white line. The anesthetic was attempted to deepen with no results (high remi, high propofol and even adding sevoflurane). The monitor was replaced and the patient was in deep eeg suppression beyond burst suppression.

Manufacturer narrative:
Additional info: b5 correction: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the monitor was unreliable. The filter was deselected to avoid overestimation of sef, but still very unstable values. Also, the dsa was showed an elevated sef white line. The anesthetic was attempted to deepen with no results (high remi, high propofol and even adding sevoflurane). The monitor was replaced and the patient was in deep eeg suppression beyond burst suppression.